Event description:
The device was not made available to the MFR for analysis. A cracked catheter hub is considered to be an isolated occurrence as the resin used to mold catheter hubs is an impact-resistant polymer. The frequency of this report problem has not shown a recent significant increase beyond normally expected variations.